Manufacturer narrative:
Product evaluation was completed in order to investigate this issue. The trend review identified normal complaint activity for the issue under investigation. Accuracy testing was completed to evaluate the assay performance of lot 19166m500. The testing met acceptance criteria. The investigation results showed that there is no product deficiency. A malfunction was not identified. This issue is limited to a single patient. The customer suspected a non-specific reaction. Accuracy testing was completed using panels and the likely cause lot showed that it can accurately detect known concentrations of the analyte.

Event description:
The customer stated that one patient sample generated a higher than expected result of 2638.30 u/ml for the architect ca19-9 assay. The patient was monitored for both architect cea and ca19-9 with expected decreasing results for both assays. The results for the ca19-9 were as follows: (B)(6) 2013, a result of 4147.30 u/ml was generated using assay lot 16050m500 and another result of 969.46 u/ml was obtained a month later in (B)(6) using assay lot 17159m500. The suspect result of 2638.30 u/ml was generated in (B)(6) using lot 19166m500. The customer was expecting this result to either match or be lower than the result generated in march (969.46 u/ml). No impact to patient management was reported.

Manufacturer narrative:
(B)(6). (B)(4). This report is being filed against an ex-us product (2k91-35) that has a similar product (2k91-27) distributed in the us. Product evaluation is in process and the results will be submitted in a follow-up report.